Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to an unspecified reason. The patient's previous aus was explanted prior to the reimplantation surgery. The patient was implanted with a replacement aus consisting of a 4.0 cm cuff, a pump, and a balloon. The reimplantation surgery was successfully completed without any patient complications. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.